Event description:
It was reported that the patient experienced an overdischarge on his implantable neurostimulator (ins). The last successful charging session was over 12 months ago, and the battery may have been overdischarged for approximately three years. Additional information received found that the leads showed impedances greater than 10000 ohms. After performing a physician mode recharge (pmr), the ins displayed a power-on-reset (por) and charged normally. After charging and clearing the por, both leads showed impedances of greater than 3600 ohms and the patient was not receiving effective therapy. The patient was scheduled for a lead revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3777-45 lot#: v030742024 implanted: (B)(6) 2007 explanted: na; lead model: 3777-45 lot#: v032354007 implanted: (B)(6) 2007 explanted: na; extension model: 3708160 serial#: (B)(4) implanted: (B)(6) 2007 explanted: na; extension model: 3708160 serial#: (B)(4) implanted: (B)(6) 2007 explanted: na; programmer model: 37742 serial#: (B)(4); recharger model: 37752 serial#: (B)(4).